Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized, and the lead pin appeared to be fully inserted. Device failure is suspected.

Event description:
It was reported to MFR that the vns pt informed their treating physician that they were not sensing stimulation of the device for approx two weeks. The onset of the event was followed by pt trauma which involved a large object falling on the pts' chest. Additionally, it was reported that the pt was experiencing an increase in seizure activity, above pre-vns baseline. During the office visit, several attempts were made by the physician to perform a system diagnostic test, however, every attempt resulted in a faulted test and no test results were revealed. Several days following this office visit, the pt went to the emergency room due to the seizure activity. The pt was seen by the physician following the pts release from the emergency room. The pts' device was interrogated by the physician at this time, but no diagnostic tests were performed. Further follow up with the physician revealed that the pt has pre-existing psychiatric issues, is bipolar, and has non-epileptic episodes (pseudo seizures). Additionally, the physician was unsure of the cause of the increase in seizures. The pt presented at the physicians office a third time due to the increase in seizures. A system diagnostic test was successfully performed and revealed high lead impedance, and the output status was ok. X-rays were taken following the high lead impedance results and were sent to MFR for review. There were no obvious anomalies observed on the x-rays that could be contributing to the high lead impedance. The pt was referred to the surgeon for further follow up. The surgeon reviewed the x-rays and did not believe that the lead pin fully inserted into the generator connector block. As a result, the surgeon opted to perform surgery to reinsert the lead pin into the connector block. The high lead impedance did not resolve following the pin reinsertion. The chest pocket was closed and the surgeon opted not to perform a lead revision at that time. Additionally, during the surgery, the surgeon observed condensation in the lead 1/4" -1/2" from the lead pin. The physician referred the pt to a different surgeon and the plan is to remove the problematic lead and re-implant a new lead.